Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps for cartridge fill. Tandem customer technical support informed customer to follow the proper air removal steps. Reportedly, the customer will clean the vents as well. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.